Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 345 mg/dl. The customer had reported no symptoms and was treated with pump, 25 units of insulin. Customer's blood glucose value was 300 mg/dl at the time of the incident. Customer's current blood glucose value was 300 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. Customer reported approximate size of air bubbles is the gaps are about a little less than an eighth of an inch. Customer states the insulin did exit and customer states the pump did not alarm insulin flow blocked. The product was not returned for analysis.